Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('inflammatory disease pelvic organs') and abdominal pain lower ('pain lower right and left abdomen like a pin sticking in stomach when I bend over') in an adult female patient who had essure (ess205) (batch no. 12244149) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, gerd, colonic polyp and uterine enlargement. Concurrent conditions included uterine bleeding, pelvic pain, pelvic discomfort, menses delayed, uterine fibroids, menopause, thyroid nodule, menstrual disorder, abdominal mass, hernia, irregular menstrual cycle, urinary tract infection, urinary frequency, micturition urgency, vaginal itching, vaginal odor, postmenopausal bleeding, bacterial vaginosis, vaginitis, uterine leiomyoma, gerd, musculoskeletal pain, numbness, abdominal pain, burning sensation, paraesthesia, vitamin d deficiency, adrenal adenoma, thyroidectomy, swelling face, lower respiratory tract infection, allergic sinusitis, cervical disc disease and cervicitis. Concomitant products included acetylsalicylic acid (aspirin), amlodipine besilate (norvasc), esomeprazole, estradiol (minivelle), medroxyprogesterone acetate (depo-provera), metoclopramide (reglan), oxycodone hydrochloride;paracetamol (percocet) and vitamin d nos (vitamin d). On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy menstrual bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), diarrhoea ("gastrointestinal or digestive system condition ¿ daily diarrhea"), alopecia ("hair loss, hair thinning"), vaginal infection ("infection ¿ vaginal"), bacterial infection ("infection (other) ¿ bacterial"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), pain in extremity ("leg pain/cramps"), dizziness ("hormonal changes-dizziness"), irritability ("hormonal changes-irritability"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), cystitis ("bladder infection") and gastric disorder ("gi conditions"). The patient was treated with antibiotics, azithromycin (zithromax), doxycycline, fluconazole (diflucan), gliclazide (claritin), megestrol acetate (megastrol), metronidazole (flagyl), naproxen sodium (anaprox) and surgery (3-d total laparoscopic hysterectomy with bilateral salpingo-oophorectomy. Lysis of adhesions.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, alopecia, vaginal infection, dizziness, irritability and gastric disorder outcome was unknown and the abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, diarrhoea, bacterial infection, nausea, vaginal discharge, pain in extremity, pelvic pain, abdominal pain and cystitis had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, bacterial infection, cystitis, diarrhoea, dizziness, dysmenorrhoea, fatigue, gastric disorder, irritability, menorrhagia, nausea, pain in extremity, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - in (B)(6) 2016: endometrial biopsy revealed disordered proliferative endometrium. Computerised tomogram pelvis - on (B)(6) 2012: there are at least two low density uterine masses that probably represent fibroids. The largest measures approximately 3.8 x 4.7 cm. The second lesion measures approximately 2.4 in diameter. There are bilateral essure tubal ligation devices. No free fluid or inflammatory change within the pelvis. The sigmoid colon, rectum have normal appearance. Visualized small bowel and appendix normal appearance. Bladder unremarkable. Several nonenlarged inguinal lymph nodes.; on (B)(6) 2016: left adrenal adenoma.; on (B)(6) 2016: mild prominent, heterogeneous uterus is present favoring multiple uterine fibroids.. Imaging procedure - in (B)(6) 2004: essure confirmation test: total bilateral occlusion.; in (B)(6) 2004: total bilateral occlusion. Ultrasound scan - on (B)(6) 2011: uterus, fibroid.; on (B)(6) 2016: uterine fibroids the largest measuring 3 x 2.8 x 2.6 cm endometrium measures 6.05 mm, right ovary normal, left ovary not visualized.. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain lower, diarrhea . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event : pelvic pain/chronic, abdominal pain ,bladder infection, gi conditions were added. Outcome of the event menorrhagia updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration on 28-nov-2018. The most recent information was received on 03-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('inflammatory disease pelvic organs') and abdominal pain lower ('pain lower right and left abdomen like a pin sticking in stomach when I bend over') in a 51-year-old female patient who had essure (ess205) (batch no. 12244149) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, gerd, colonic polyp and uterine enlargement. Concurrent conditions included uterine bleeding, pelvic pain, pelvic discomfort, menses delayed, uterine fibroids, menopause, thyroid nodule, menstrual disorder, abdominal mass, hernia, irregular menstrual cycle, urinary tract infection, urinary frequency, micturition urgency, vaginal itching, vaginal odor, postmenopausal bleeding, bacterial vaginosis, vaginitis, uterine leiomyoma, gerd, musculoskeletal pain, numbness, abdominal pain, burning sensation, paraesthesia, vitamin d deficiency, adrenal adenoma, thyroidectomy, swelling face, lower respiratory tract infection, allergic sinusitis, cervical disc disease and cervicitis. Concomitant products included acetylsalicylic acid (aspirin), amlodipine besilate (norvasc), ciprofloxacin since (B)(6) 2017, esomeprazole, estradiol (minivelle), medroxyprogesterone acetate (depo-provera), metformin since (B)(6) 2017, metoclopramide (reglan), mupirocin since (B)(6) 2017, oxycodone hydrochloride;paracetamol (percocet), oxycodone since (B)(6) 2017 and vitamin d nos (vitamin d). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced vomiting ("vomiting"), dysgeusia ("taste of metal in mouth"), paraesthesia ("tingling in legs"), vaginal odour ("vaginal odor") and vulvovaginal pruritus ("itching in vaginal area"), 4 years after insertion of essure (ess205). In 2009, the patient experienced cystitis ("bladder infection"). In (B)(6) 2012, the patient experienced nausea ("nausea") and gastric disorder ("gi conditions"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced alopecia ("hair loss, hair thinning"). In 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced irritability ("hormonal changes-irritability"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)/heavy menstrual bleeding,daily severe bleeding"), vaginal infection ("infection ¿ vaginal"), bacterial infection ("infection (other) ¿ bacterial"), pain in extremity ("leg pain/cramps"), dizziness ("hormonal changes-dizziness"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), urinary tract disorder ("bladder or urinary tract disorder"), bladder disorder ("bladder or urinary tract disorder"), taste disorder ("usual taste in mouth"), dyspareunia ("painful intercourse"), loss of personal independence in daily activities ("the type of work I do makes it difficult to perform at 100%"), diarrhoea ("gastrointestinal or digestive system condition ¿ daily diarrhea") and muscle spasms ("leg cramping"). The patient was treated with antibiotics, azithromycin (zithromax), doxycycline, fluconazole (diflucan), gliclazide (claritin), megestrol acetate (megastrol), metronidazole (flagyl), naproxen sodium (anaprox) and surgery (3-d total laparoscopic hysterectomy with bilateral salpingo-oophorectomy. Lysis of adhesions.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, alopecia, vaginal infection, dizziness, irritability, gastric disorder, urinary tract disorder, bladder disorder, vomiting, dysgeusia, paraesthesia, vaginal odour, vulvovaginal pruritus, taste disorder, dyspareunia, loss of personal independence in daily activities and muscle spasms outcome was unknown and the abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, bacterial infection, nausea, vaginal discharge, pain in extremity, pelvic pain, abdominal pain, cystitis and diarrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, bacterial infection, bladder disorder, cystitis, diarrhoea, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastric disorder, irritability, loss of personal independence in daily activities, menorrhagia, muscle spasms, nausea, pain in extremity, paraesthesia, pelvic inflammatory disease, pelvic pain, taste disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, vomiting and vulvovaginal pruritus to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion dates: (B)(6) 2008 and (B)(6) 2004. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - in (B)(6) 2016: endometrial biopsy revealed disordered proliferative endometrium. Computerised tomogram pelvis - on (B)(6) 2012: there are at least two low density uterine masses that probably represent fibroids. The largest measures approximately 3.8 x 4.7 cm. The second lesion measures approximately 2.4 in diameter. There are bilateral essure tubal ligation devices. No free fluid or inflammatory change within the pelvis. The sigmoid colon, rectum have normal appearance. Visualized small bowel and appendix normal appearance. Bladder unremarkable. Several nonenlarged inguinal lymph nodes.; on (B)(6) 2016: left adrenal adenoma.; on (B)(6) 2016: mild prominent, heterogeneous uterus is present favoring multiple uterine fibroids. Imaging procedure - in (B)(6) 2004: essure confirmation test: total bilateral occlusion.; in (B)(6) 2004: total bilateral occlusion.. Ultrasound scan - on (B)(6) 2011: uterus, fibroid.; on (B)(6) 2016: uterine fibroids the largest measuring 3 x 2.8 x 2.6 cm endometrium measures 6.05 mm, right ovary normal, left ovary not visualized. Ultrasound scan vagina - on (B)(6) 2004: that implant was successful.. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain lower, diarrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2020: pfs received event " bladder or urinary problems changes and leg cramp" was added. Reporter information was added. All information related to reporters, source document, reference section and events from deleted case: (B)(4) was added to this case. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('inflammatory disease pelvic organs') and abdominal pain lower ('pain lower right and left abdomen like a pin sticking in stomach when I bend over') in a 51-year-old female patient who had essure (ess205) (batch no. 12244149) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, gerd, colonic polyp and uterine enlargement. Concurrent conditions included uterine bleeding, pelvic pain, pelvic discomfort, menses delayed, uterine fibroids, menopause, thyroid nodule, menstrual disorder, abdominal mass, hernia, irregular menstrual cycle, urinary tract infection, urinary frequency, micturition urgency, vaginal itching, vaginal odor, postmenopausal bleeding, bacterial vaginosis, vaginitis, uterine leiomyoma, gerd, musculoskeletal pain, numbness, abdominal pain, burning sensation, paraesthesia, vitamin d deficiency, adrenal adenoma, thyroidectomy, swelling face, lower respiratory tract infection, allergic sinusitis, cervical disc disease and cervicitis. Concomitant products included acetylsalicylic acid (aspirin), amlodipine besilate (norvasc), ciprofloxacin since (B)(6) 2017, esomeprazole, estradiol (minivelle), medroxyprogesterone acetate (depo-provera), metformin since (B)(6) 2017, metoclopramide (reglan), mupirocin since (B)(6) 2017, oxycodone hydrochloride;paracetamol (percocet), oxycodone since (B)(6) 2017 and vitamin d nos (vitamin d). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient experienced vomiting ("vomiting"), dysgeusia ("taste of metal in mouth"), paraesthesia ("tingling in legs"), vaginal odour ("vaginal odor") and vulvovaginal pruritus ("itching in vaginal area"), 4 years after insertion of essure (ess205). In 2009, the patient experienced cystitis ("bladder infection"). In (B)(6) 2012, the patient experienced nausea ("nausea") and gastric disorder ("gi conditions"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced alopecia ("hair loss, hair thinning"). In 2014, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). In 2016, the patient experienced irritability ("hormonal changes-irritability"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)/heavy menstrual bleeding,daily severe bleeding"), vaginal infection ("infection ¿ vaginal"), bacterial infection ("infection (other) ¿ bacterial"), pain in extremity ("leg pain/cramps"), dizziness ("hormonal changes-dizziness"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), urinary tract disorder ("bladder or urinary tract disorder"), bladder disorder ("bladder or urinary tract disorder"), taste disorder ("usual taste in mouth"), dyspareunia ("painful intercourse"), loss of personal independence in daily activities ("the type of work I do makes it difficult to perform at 100%"), diarrhoea ("gastrointestinal or digestive system condition ¿ daily diarrhea") and muscle spasms ("leg cramping"). The patient was treated with antibiotics, azithromycin (zithromax), doxycycline, fluconazole (diflucan), gliclazide (claritin), megestrol acetate (megastrol), metronidazole (flagyl), naproxen sodium (anaprox) and surgery (3-d total laparoscopic hysterectomy with bilateral salpingo-oophorectomy. Lysis of adhesions.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, alopecia, vaginal infection, dizziness, irritability, gastric disorder, urinary tract disorder, bladder disorder, vomiting, dysgeusia, paraesthesia, vaginal odour, vulvovaginal pruritus, taste disorder, dyspareunia, loss of personal independence in daily activities and muscle spasms outcome was unknown and the abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, bacterial infection, nausea, vaginal discharge, pain in extremity, pelvic pain, abdominal pain, cystitis and diarrhoea had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, bacterial infection, bladder disorder, cystitis, diarrhoea, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastric disorder, irritability, loss of personal independence in daily activities, menorrhagia, muscle spasms, nausea, pain in extremity, paraesthesia, pelvic inflammatory disease, pelvic pain, taste disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, vomiting and vulvovaginal pruritus to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion dates: (B)(6) 2008 and (B)(6) 2004. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - in (B)(6) 2016: endometrial biopsy revealed disordered proliferative endometrium. Computerised tomogram pelvis - on (B)(6) 2012: there are at least two low density uterine masses that probably represent fibroids. The largest measures approximately 3.8 x 4.7 cm. The second lesion measures approximately 2.4 in diameter. There are bilateral essure tubal ligation devices. No free fluid or inflammatory change within the pelvis. The sigmoid colon, rectum have normal appearance. Visualized small bowel and appendix normal appearance. Bladder unremarkable. Several nonenlarged inguinal lymph nodes; on (B)(6) 2016: left adrenal adenoma; on (B)(6) 2016: mild prominent, heterogeneous uterus is present favoring multiple uterine fibroids. Imaging procedure - in (B)(6) 2004: essure confirmation test: total bilateral occlusion.; in (B)(6) 2004: total bilateral occlusion. Ultrasound scan - on (B)(6) 2011: uterus, fibroid.; on (B)(6) 2016: uterine fibroids the largest measuring 3 x 2.8 x 2.6 cm endometrium measures 6.05 mm, right ovary normal, left ovary not visualized. Ultrasound scan vagina - on (B)(6) 2004: that implant was successful. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain lower, diarrhea. Lot number: 12244149, manufacturing date: 2003-11, expiration date: 2005-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('inflammatory disease pelvic organs') and abdominal pain lower ('pain lower right and left abdomen like a pin sticking in stomach when I bend over') in an adult female patient who had essure (ess205) (batch no. 12244149) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, gerd, colonic polyp and uterine enlargement. Concurrent conditions included uterine bleeding, pelvic pain, pelvic discomfort, menses delayed, uterine fibroids, menopause, thyroid nodule, menstrual disorder, abdominal mass, hernia, irregular menstrual cycle, urinary tract infection, urinary frequency, micturition urgency, vaginal itching, vaginal odor, postmenopausal bleeding, bacterial vaginosis, vaginitis, uterine leiomyoma, gerd, musculoskeletal pain, numbness, abdominal pain, burning sensation, paraesthesia, vitamin d deficiency, adrenal adenoma, thyroidectomy, swelling face, lower respiratory tract infection, allergic sinusitis, cervical disc disease and cervicitis. Concomitant products included acetylsalicylic acid (aspirin), amlodipine besilate (norvasc), esomeprazole, estradiol (minivelle), medroxyprogesterone acetate (depo-provera), metoclopramide (reglan), oxycodone hydrochloride;paracetamol (percocet) and vitamin d nos (vitamin d). On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), diarrhoea ("gastrointestinal or digestive system condition ¿ daily diarrhea"), alopecia ("hair loss, hair thinning"), vaginal infection ("infection ¿ vaginal"), bacterial infection ("infection (other) ¿ bacterial"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), pain in extremity ("leg pain/cramps"), dizziness ("hormonal changes-dizziness") and irritability ("hormonal changes-irritability"). The patient was treated with antibiotics, azithromycin (zithromax), doxycycline, fluconazole (diflucan), gliclazide (claritin), megestrol acetate (megastrol), metronidazole (flagyl), naproxen sodium (anaprox) and surgery (3-d total laparoscopic hysterectomy with bilateral salpingo-oophorectomy. Lysis of adhesions.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, menorrhagia, dysmenorrhoea, alopecia, vaginal infection, dizziness and irritability outcome was unknown and the abdominal pain lower, vaginal haemorrhage, fatigue, diarrhoea, bacterial infection, nausea, vaginal discharge and pain in extremity had resolved. The reporter considered abdominal pain lower, alopecia, bacterial infection, diarrhoea, dizziness, dysmenorrhoea, fatigue, irritability, menorrhagia, nausea, pain in extremity, pelvic inflammatory disease, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - in (B)(6) 2016: endometrial biopsy revealed disordered proliferative endometrium. Computerised tomogram pelvis - on (B)(6) 2012: there are at least two low density uterine masses that probably represent fibroids. The largest measures approximately 3.8 x 4.7 cm. The second lesion measures approximately 2.4 in diameter. There are bilateral essure tubal ligation devices. No free fluid or inflammatory change within the pelvis. The sigmoid colon, rectum have normal appearance. Visualized small bowel and appendix normal appearance. Bladder unremarkable. Several non enlarged inguinal lymph nodes.; on (B)(6) 2016: left adrenal adenoma.; on (B)(6) 2016: mild prominent, heterogeneous uterus is present favoring multiple uterine fibroids. Imaging procedure - in (B)(6) 2004: essure confirmation test: total bilateral occlusion.; in (B)(6) 2004: total bilateral occlusion.. Ultrasound scan - on (B)(6) 2011: uterus, fibroid.; on (B)(6) 2016: uterine fibroids the largest measuring 3 x 2.8 x 2.6 cm endometrium measures 6.05 mm, right ovary normal, left ovary not visualized. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain lower, diarrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. After internal review, other suspect drugs were amended to concomitant/treatment drugs. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('inflammatory disease pelvic organs') and abdominal pain lower ('pain lower right and left abdomen like a pin sticking in stomach when I bend over') in an adult female patient who had essure (ess205) (batch no. 12244149) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included vitamin d [vitamin d nos], norvasc, aspirin [acetylsalicylic acid], esomeprazole, diflucan and flagyl [metronidazole]. The patient's medical history included hypertension, gerd, colonic polyp and uterine enlargement. Endometrial biopsy (B)(6) 2016 revealed disordered proliferative endometrium. Concurrent conditions included uterine bleeding, pelvic pain, pelvic discomfort, menses delayed, uterine fibroids, menopause, thyroid nodule, menstrual disorder, abdominal mass, hernia, irregular menstrual cycle, urinary tract infection, urinary frequency, micturition urgency, vaginal itching, vaginal odor, postmenopausal bleeding, bacterial vaginosis, vaginitis, uterine leiomyoma, gastrointestinal disorder, musculoskeletal pain, numbness, abdominal pain, burning sensation, paraesthesia, vitamin d deficiency, adrenal adenoma, thyroidectomy, swelling face, lower respiratory tract infection, allergic sinusitis, cervical disc disease and cervicitis. Concomitant products included estradiol (minivelle), medroxyprogesterone acetate (depo-provera), metoclopramide (reglan) and oxycodone hydrochloride;paracetamol (percocet). On an unknown date, the patient started aspirin [acetylsalicylic acid] at an unspecified dose and frequency. On an unknown date, the patient started diflucan at an unspecified dose and frequency. On an unknown date, the patient started norvasc at an unspecified dose and frequency. On an unknown date, the patient started esomeprazole at an unspecified dose and frequency. On an unknown date, the patient started vitamin d [vitamin d nos] at an unspecified dose and frequency. On an unknown date, the patient started flagyl [metronidazole] at an unspecified dose and frequency. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), diarrhoea ("gastrointestinal or digestive system condition ¿ daily diarrhea"), alopecia ("hair loss, hair thinning"), vaginal infection ("infection ¿ vaginal"), bacterial infection ("infection (other) ¿ bacterial"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), pain in extremity ("leg pain/cramps"), dizziness ("hormonal changes-dizziness") and irritability ("hormonal changes-irritability"). The patient was treated with antibiotics, azithromycin (zithromax), doxycycline, gliclazide (claritin), megestrol acetate (megastrol), naproxen sodium (anaprox) and surgery (3-d total laparoscopic hysterectomy with bilateral salpingo-oophorectomy. Lysis of adhesions.). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, menorrhagia, dysmenorrhoea, alopecia, vaginal infection, dizziness and irritability outcome was unknown and the abdominal pain lower, vaginal haemorrhage, fatigue, diarrhoea, bacterial infection, nausea, vaginal discharge and pain in extremity had resolved. The reporter considered abdominal pain lower, alopecia, bacterial infection, diarrhoea, dizziness, dysmenorrhoea, fatigue, irritability, menorrhagia, nausea, pain in extremity, pelvic inflammatory disease, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis on (B)(6) 2012: there are at least two low density uterine masses that probably represent fibroids. The largest measures approximately 3.8 x 4.7 cm. The second lesion measures approximately 2.4 in diameter. There are bilateral essure tubal ligation devices. No free fluid or inflammatory change within the pelvis. The sigmoid colon, rectum have normal appearance. Visualized small bowel and appendix normal appearance. Bladder unremarkable. Several non-enlarged inguinal lymph nodes.; on (B)(6) 2016: left adrenal adenoma.; on (B)(6) 2016: mild prominent, heterogeneous uterus is present favoring multiple uterine fibroids. Imaging procedure in (B)(6) 2004: total bilateral occlusion. In (B)(6) 2004: total bilateral occlusion. Ultrasound scan on (B)(6) 2011: uterus, fibroid.; on (B)(6) 2016: uterine fibroids the largest measuring 3 x 2.8 x 2.6 cm endometrium measures 6.05 mm, right ovary normal, left ovary not visualized. Concerning the injuries in the case, the following ones were described in patient's medical records: lower abdominal pain right and left side, diarrhea. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: incident category updated. New events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), fatigue, gastrointestinal or digestive system condition ¿ daily diarrhea, hair loss, hormonal changes, infection ¿ vaginal, infection (other) ¿ bacterial, nausea, vaginal discharge, leg pain, pain- pain lower right and left abdomen, dizziness and irritability added. Outcome for the events abnormal bleeding (vaginal), fatigue, diarrhea, infection (other) ¿ bacterial, nausea, vaginal discharge, leg pain, pain- pain lower right and left abdomen updated to recovered / resolved. Mr received: new event inflammatory disease pelvic organs, medical history, treatment medications and concomitant medications added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.